Event description:
The pt reported that the transfer set broke in half while sleeping. The pt woke up with an elevated blood glucose level of 449mg/dl. The pt's normal blood glucose level is 95 to 150mg/dl. The pt did not report any symptoms with his elevated blood glucose. The pt immediately changed the transfer set and bolused 5 units to correct his blood glucose. The pt's blood glucose returned to normal. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested to be returned for eval.